Event description:
During an atrial fibrillation procedure, air was aspirated from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.